Event description:
During a scope handling and repair reduction evaluation appointment with the customer, the endoscopy support specialist (ess) observed the facility staff doing incorrect leak testing. The endoscope was not fully submerged during the leak test. Angulation was not being turned, and scope was still submerged when it was disconnected from leak tester. There was no patient involvement.

Manufacturer narrative:
The endoscopy support specialist (ess) went over proper leak testing with staff. The ess also made a follow up in service appointment with the site to go over care, handling and reprocessing. Customer uses an automatic endoscope reprocessor (aer) to reprocess their scopes. It was recommended that the customer contact the manufacturer of the equipment for proper use. The device will not be returned. The investigation is ongoing. A supplemental will be submitted in completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific root cause of the users differed understanding of device handling and/or reprocessing could not be identified. The following information is stated in the instructions for use (IFU): "1.4 precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them." Olympus will continue to monitor field performance for this device.